Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system batteries could not hold a charge. It was reported that while transporting the imaging system out of a room, the charge indicator was at the lowest level. It was noted that the imaging system was charged the night prior and the indicator displayed that the imaging system was fully charged when powered on. There was no patient present when this issue was identified. No additional information was provided.